Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the index procedure is unknown. Currently, the aneurysm is 5.5cm in diameter. It was reported that the patient was in for a routine follow up and a type I endoleak was noted. The patient was compliant with regular follow up appointments. The patient was successfully treated with a 25x25x49 and the endoleak resolved. The physician stated the cause of the type I endoleak was disease progression. A type IV endoleak, blush was noted at the flow divider. No further intervention was done. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).